Event description:
Patient undergoing left total hip arthroplasty due to left hip osteoarthritis. During the procedure the tips of the lowman clamp broke while dislocating the head. X-ray showed no retained metal (other than prothesis). Tips were located in the drapes at the end of the case.